Manufacturer narrative:
H2: additional information received: updated: b5, b7, e1, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve is being evaluated for a transcatheter valve replacement after an implant duration of 8 years and 1 month due to severe mitral valve dysfunction. The patient presents with systolic chf nyha class 3. Tmvr is planned but has not been scheduled, pending tee.

Manufacturer narrative:
Updated sections: b4, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve is being evaluated for a transcatheter valve replacement after an implant duration of 8 years and 1 month due to unknown reason. Tmvr is planned but has not been scheduled.